Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in dec 2021 to treat benign biliary stricture due to primary sclerosing cholangitis (ongoing ascending cholangitis). At 48 days post-procedure, the patient underwent planned stent removal. The site noted that the stent was visibly occluded; patient experienced no symptoms. An ae form for this device issue was not completed, has been requested. At 49 days post-procedure, the patient experienced biliary stricture due to persistent psc, treated with balloon dilation (no stent placement). This event was noted as not related to the study stent or procedure. Additional procedures performed at the same time as study stent placement: catheter dilation, aspiration of pus for culture/to lower duct pressure stent removed: yes. Planned stent removal, stent noted to be visibly occluded, no symptoms. Patient outcome: the patient had no symptoms from the stent occlusion. The stricture was noted as unresolved at time of death or study exit. Data collection includes 3 months post-procedure. These are the only issues noted during that time. The patient has exited the study.

Event description:
This supplemental correction and complete report is being submitted based on clinician input received on 16 may 2025, which confirmed no patient harm and led to reclassification of the event from serious injury to malfunction, and the subsequent completion of the investigation on 19 may 2025.

Manufacturer narrative:
This supplemental correction and complete report is being submitted based on clinician input received on 16 may 2025, which confirmed no patient harm and led to reclassification of the event from serious injury to malfunction, and the subsequent completion of the investigation on 19 may 2025. Device evaluation: the clso-7-18 device of c1802043 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution all clso-7-18 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-7-18 device of c1802043 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. As per clinical input "stent occlusion" is not in the current ifu0045-7, but it is cover in the tech content form which will be incorporated in the IFU update, so it is a know effect and the risk is deemed adequate. This is a known potential adverse event as described in the instruction for use. Image review an image was not returned for evaluation. Root cause analysis. A definitive cause could not be determined from the investigation. Possible cause is that "stent occlusion" is known procedural adverse event associated with ercp procedure as per the IFU. As per the attached pmcf study, page 10, the cause of the stent occlusion was reported to be due to the primary sclerosing cholangitis (psc). Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, clso-7-18 stent placed in december 2021 to treat benign biliary stricture due to primary sclerosing cholangitis. At 48 days post-procedure, the patient underwent planned stent removal. The site noted that the stent was visibly occluded; patient experienced no symptoms. At 49 days post-procedure, the patient experienced biliary stricture due to persistent psc, treated with balloon dilation (no stent placement). Confirmed quantity of 01 x used device. This is a known potential adverse event as described in the instruction for use. Complaints of this nature will continue to be monitored for similar events. According to the medical advisor¿s input for patient outcome and severity, the severity will be +1 with "no harm". A definitive cause could not be determined from the investigation. Possible cause is that "stent occlusion" is known procedural adverse event associated with ercp procedure as per the IFU. As per the pmcf study, the cause of the stent occlusion was reported to be due to the primary sclerosing cholangitis (psc).